Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04235. It was reported that a patient presented via remote transmission. Upon review, the atrial and right ventricular leads exhibited noise. The noise from the atrial lead caused inappropriate automatic mode switch episodes. No intervention was performed. The patient experienced no consequences.